Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to out of range impedance measurements. Myopotential oversensing was noted. An insulation issue is suspected. This pacemaker system remains in service. No adverse patient effects were reported.